Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty determining if there was current of injury on the electrograms (egm) while using the programmer mobile application due to the baseline going up and down the actual tracing being small. A different model of programmer was used to finish the case. No patient complications have been reported as a result of this event.